Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event capsular contracture and anxiety-product/procedure was received on march 03, 2025. With lot number 1034457. Based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed an opening, observed a broken plug strap and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report left side capsular contracture baker grade unknown and left side exchange of textured devices due to patient's concern with product. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. The device remains implanted.